Event description:
The customer reported to olympus that there was no image and error e322 (scope communication) was displayed on the 4k autoclavable camera head. The issue was found during inspection for use and there were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned to olympus, the customer¿s allegation was not confirmed, and a root cause could not be identified. It was noted that e322 error is the error that occurs when the camera head is not connected, and one tries to display device information of the camera head. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.